Manufacturer narrative:
Investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the marionette lines with juvéderm vollure¿ xc and an unspecified site with juvéderm voluma® xc. Seven and a half months later, the patient was injected in the nasolabial folds and marionette lines with 2 ml of juvéderm vollure¿ xc. Two years later, the patient experienced ¿granulomas¿ in the nasolabial folds and marionette lines after being prescribed steroids and dupixent® for eczema by another physician. Biopsy was not provided. The patient has had ¿facial edema, ¿itching¿ around the nose, and ¿subcutaneous nodules.¿ infectious disease tests were administered and came back negative. The treating healthcare professional prescribed an antibiotic. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00835 allergan complaint (B)(4). This MDR is being submitted for the second injection of suspect product, juvéderm vollure¿ xc.

Event description:
Healthcare professional reported that a patient was injected in the marionette lines with juvéderm vollure¿ xc and an unspecified site with juvéderm voluma® xc. Seven and a half months later, the patient was injected in the nasolabial folds and marionette lines with 2 ml of juvéderm vollure¿ xc. Two years later, the patient experienced ¿granulomas¿ in the nasolabial folds and marionette lines after being prescribed steroids and dupixent® for eczema by another physician. Biopsy was not provided. The patient has had ¿facial edema, ¿itching¿ around the nose, and ¿subcutaneous nodules.¿ infectious disease tests were administered and came back negative. The treating healthcare professional prescribed an antibiotic. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00835 (allergan complaint #2686929). This MDR is being submitted for the second injection of suspect product, juvéderm vollure¿ xc.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.